Manufacturer narrative:
G4: please note that this device (c01a-j) is not marketed in the united states; however, it is same as the united states marketed device with catalog# c01a, 510k# k041584 and UDI# (B)(4). H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for compression fracture. It was reported that cement filling was performed without using a new balloon. The cement has entered the blood vessels and cement leakage line has formed. The balloon burst was noticed. The procedure was performed with the understanding that there was a risk of fracture due to the presence of both hardened and soft areas within the vertebral body. Therefore, it is understood that the fracture occurred due to the patient's vertebral body condition rather than a product defect. There was no patient symptom reported. There were no further complications reported regarding the event.